Event description:
It is reported that the pt was revised due to rolling over in bed and experiencing a "crunching" noise in his hip. X-rays appeared to show a change in position of the acetabular shell. At surgery, the shell appeared to have moved and the ceramic liner had disassociated from the shell.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.